Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 4. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, fracture of the implant was verified. Patient presented with fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding and inflammation. No further patient complications were reported.